Event description:
It was reported that when the patient performed remotely a transmission, there was over-sensing of noise on the right ventricular (rv) lead causing pacing inhibition the lead was explanted and replaced. There were no adverse health consequences, the patient was stable.